Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6); product type catheter. (B)(6).

Event description:
It was reported that the patient experienced withdrawal, including symptoms of sweating, freezing and throwing up. The patient couldn¿t find a doctor to refill pump. It was noted that the patient¿s insurance changed. The pump went empty about 3 weeks to a month prior to the report. At the time of the report, the patient was taking oral baclofen and was looking for a doctor to remove her pump. The device system was used to deliver baclofen. Additional information was requested but was not available at the time of this report.